Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device has key issues. Based on the information available, the cause of the reported issue is not known. The customer refused the repair service and no work was performed by philips. The working condition of the device is unknown as customer refused the repair service and no work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : customer refused repair service.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that device has key issues. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.